Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. Bolus was delivered. Customer felt nauseous. Customer suspected the infusion set to have been the cause of the event; however, could not confirm if there was any issue with the cartridge, infusion tubing or cannula. Customer also has gastroparesis. Customer went to the emergency room and was admitted to the hospital. Pump was continued to be used to address elevated bg. Customer was discharged the next day with bg resolved.